Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and insulin pump went blank dead. Customer had a blood glucose of 522 mg/dl and yesterday it was 559 mg/dl. High blood glucose was treated with the syringe and blood glucose went down to it went down to 330 mg/dl and at dinner time it went down to 280 mg/dl and at the bed time it was down in the 100's mg/dl and customer took some carbs for bed. This morning it says low, it says low when it gets to 80 mg/dl, it said 79 mg/dl. Customer took 30 grams of carbs, it was 125 mg/dl. After 45 minutes to an hour the display said blood glucose of 241 mg/dl. Customer treated high blood glucose with the insulin pump and declined troubleshooting for this. The device is expected to be returned for analysis.